Manufacturer narrative:
Investigation: the complaint was investigated for an acuson sc2000 stopped displaying the ultrasound image. The issue was caused by an incorrect reading of the probe ID, indicating poor ground on the catheter, due to the user not following correct instructions for connection between sc2000 system and carto system. Therefore, this issue was a result of user error. It is recommended that the user follow the instructions in ultrasound field handbook, preparation and setup - page 17 (title: setup and workflow: soundstar® eco siemens systems). This information was provided to the complainant. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was put under sedation, the patient underwent a heart exam. The catheter was already inside the patient when it was observed that the ultrasound system stopped displaying images. The staff rebooted the ultrasound system to restore functionality and used a different transducer port on the system to regain an image and continue with the exam. The problem occurred intermittently during the exam; however, it was completed with approximately 5-10 minutes delay. There was no loss of data and there was no patient adverse event reported. No additional information was provided.